Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the customer contacted a technical support engineer (tse) and reported that they had a repeated c-33 error that occurred on the erbe generator. The customer had power cycled the erbe generator multiple times without resolving the issue. The tse explained that a repeated c-33 error indicated that the erbe needed to be replaced. The tse suggested using a covidien generator as a backup, which required an activation cable. The customer confirmed that they had a covidien generator and the necessary blue activation cable. The tse assisted the customer in connecting the covidien generator to the da vinci system to complete the procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the nurse and obtained the following additional information: the customer reported that the power was turned on and the error code was seen. Upper management at the hospital was informed of the issue. The customer had converted the equipment that was used yet it was unsuccessful. The customer used a y cord to bypass the system and there was still an error code. The system was rebooted 7 times and still the error code never cleared. The customer had contacted the technical support team multiple times on the phone with multiple staff members to resolve the issue. The customer's company representatives and in house equipment engineers were involved to help them resolve the problem. There was no patient injury and the procedure was completed and not aborted. This was thoracic procedure completed by a thoracic surgeon. No patient demographics were available.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Customer reported repeated c-33 errors on the erbe during a procedure and had power cycled the generator multiple times. Technical support engineer (tse) advised that a recurring c-33 error indicates the erbe generator needs to be replaced. Fse visited the site and replaced the erbe generator. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe generator was analyzed and found that the reported issue was confirmed via system logs. During system startup, the unit displayed a c-33 hf voltage error. Visual inspection found no issues related to the reported event. Unit will be sent to original equipment manufacturer (OEM) for further analysis. The complaint was confirmed based on the field evaluation. The probable root cause in this case is attributed to the high voltage fault.